Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed adjustments and successful qc tests. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 0.979 mg/dl, and the repeated result was 0.970 mg/dl. The results didn't match the patient's clinical history. Due to the discrepancy, the sample was repeated on the architect c4000, and the results were 1.39 mg/dl and 1.37 mg/dl.